Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted; one in the 1st om and second in 1st diagonal. Approximately 4 months post procedure during a CABG procedure the patient suffered cardiac arrest and was treated with intra venous fluids, blood transfusion and CPR. The patient recovered. The investigator and sponsor assessed that the event is not related to index device or anti platelet medication. The cec adjudicated that a myocardial infarction (vessel unknown) occurred.